Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl and high blood glucose levels was 360 mg/dl. The customer had not reported the symptoms and treatment. Customer declined to troubleshoot for low and high readings. Customer stated that pump on 2 occasions the calibration did not work. Customer additionally stated that sensor was bleeding and she was not sure why it was irritating site issues. Customer states blood is not visible on the sensor connector. Troubleshoot performed for blood at site and site issues and reports bleeding stopped.. Customer was recommended to speak with their hcp about site issue(s) and alternative sites.